Event description:
In 05 the patient went to the emergency room with severe abdominal pain. Multiple tests were performed with no results. A CT scan revealed that a strut from a bird's nest filter that been in place four years, had perforated the vena cava wall. The filter was explanted in mid july and the patient is in stable condition.